Event description:
It was reported that the patient implanted with this pacemaker expired one day post implant. A family member reported the paramedics could not see pacer spikes on their surface electrogram (egm) and there was a concern the device was not pacing as expected. The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should further information become available.